Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a blacked out lcd. The water tank was dirty and the tank cover was cracked.  Wear and tear damage was also noted on the front cover, plate clip, and line cord. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (damaged display) was confirmed during testing. The product problem was attributed to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The following components were replaced: pcb, enclosure, tank cover, front cover, plate clip, line cord, and reflux plug. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "damaged display". No patient involvement.